Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the event description provided, the most probable root cause for the reported event is related to the patients anatomy (i.e. Severe calcification).

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the event description provided, the most probable root cause for the reported event is related to the patients anatomy (i.e. Severe calcification).

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in the mildly tortuous part of the mid lad. The treatment was started with plans to place a stent near d1. After inserting two guidewires and a guide plus extension catheter, the lesion was pre dilated. After performing ivus, a cutting balloon did not enter nor did scoreflex. After inserting the cutting balloon again, the doctor tried kissing and inserting a des but the calcification was too severe. The affected device was introduced into the patients body but did not come out of the guide plus. Therefore, the physician gave up on placing a stent and placed a dcb. The case was completed without any problems.